Manufacturer narrative:
Evaluation summary: this report is based on information provided by the complaint tracking system. According to cs text in (B)(4) a product sample was provided by customer to site unit but was not provided to investigation team. Per tech support description there is no enough information to determine if product whether or not product meet spec. Since no sample arrived for investigation, visual inspection cannot be performed. Per tech support description there is no enough information to determine if product whether failure has been confirmed or not. The investigation performed by tech support did not determine the issue cause. A lot/serial number was not provided; therefore, a review of the appropriate device history records could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to deploy. There was no reported patient outcome.